Event description:
An optometrist reported pt with corneal abrasion at five day photorefractive keratectomy (prk) post-operative visit. At visit pt complained of "pain, poor vision, and can't keep eyes open". This report references the left eye. An additional report will be field for the right eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).